Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer's mother reported via phone call of high blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose was 681 mg/dl during the time of hospitalization. The cause of hospitalization was diabetic ketoacidosis. The customer was advised that bent cannulas tend to be contributing factors to high blood glucose readings. The customer declined to troubleshoot for possible insulin issues. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions. The customer was advised to monitor the pup and call back if any issue persists.